Event description:
It was reported that bd alaris smartsite was leaking. The following information was received by the initial provider with the verbatim: issue description: filter intravenous leaking fluid when connected to patient IV line.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.